Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 5 month post-operative angiographic imaging showed the presence of an occlusion of the iliac limb stent graft. A thrombectomy re-intervention was performed followed by the placement of a balloon expandable stent within the iliac limb stent graft to maintain patency. As of the date of this report, there have been no additional patient sequelae reported.